Event description:
Pharmacist used empty bag to compound one liter of hyperalimentation solution. When adding additive of one ml using a one ml tb syringe, the additive port blew out due to needle not being long enough to rupture inner seal. Perhaps a warning to state lenth of needle is required.